Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. The device was removed successfully from the patient body and no fragments left. The procedure was completed, and no patient complications reported.